Event description:
It was reported that a patient underwent a gynecological procedure in 2008 and mesh was used. The patient experienced erosion of the mesh. On (B)(6) 2010, the patient underwent surgery. It was noted that the mesh was eroded in the vagina and a piece of the mesh was removed. The patient than had a recurrence of stress urinary incontinence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.